Event description:
The pump went into a malfunction 7 alarm when it was turned on, about to start a morphine infusion. The nurse turned the pump off, and ordered a new pump for the patient. When the new pump was delivered, approximately 2-3 hours later, 63cc of the 100cc bag of morphine had been infused while the pump was off, according to the director of pharmacy. The original pump had been programmed to infuse at 8 mg/hr, with a limit of 2 mg every 10 minutes. No chemical medical intervention occurred (i.e. No narcan was administered), but the patient's dr was notified, the pt was walked around, and the patient's respiration and blood pressure was monitored.